Event description:
It was reported the customer's insulin would not go through their tubing with a push plunger. The customer also reported their infusion sets would not stick to their body. Customer declined to troubleshoot for the issues. It was also found the customer's blood glucose would increase from 300 mg/dl to 500 mg/dl. The customer also stated their issues had been occurring for the past six months. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).